Event description:
It was reported that during a coronary stenting procedure, a stent dislodgement occurred. Access was obtained via the femoral artery. The 85% stenosed lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During the procedure the physician reported "that when physician implanted the stent it was pull away the delivery system. The stent was taken away by surgery. Therefore, physician could not complete with this device, he used another same device". No further patient complications were reported and the patient status was listed as stable.

Event description:
It was reported that during a coronary stenting procedure, a stent dislodgement occurred. Access was obtained via the femoral artery. The 85% stenosed lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During the procedure the physician reported "that when physician implanted the stent it was pull away the delivery system. The stent was taken away by surgery. Therefore, physician could not complete with this device, he used another same device". No further patient complications were reported and the patient status was listed as stable.

Manufacturer narrative:
(B)(4). Device evaluated by mfg.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the liberte/veriflex catheter was received inside a liberte/veriflex product pouch and shelf box that matched the information on the device. The product mandrel and stent protector were in the as-manufactured position. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent was appropriately positioned between the markerbands and secured to the balloon. The proximal portion (including the manifold) was not returned for analysis. The hypotube was separated 93cm from the mid-shaft/hypotube bond. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The hypotube was kinked 5cm from the fracture location. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting procedure, a stent dislodgement occurred. Access was obtained via the femoral artery. The 85% stenosed lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During the procedure the physician reported "that when physician implanted the stent it was pull away the delivery system. The stent was taken away by surgery. Therefore, physician could not complete with this device, he used another same device." No further patient complications were reported and the patient status was listed as stable.